Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse identified intermittent ECG signal and replaced the ECG trunk cable which corrected the issue. Pm was performed during the same service visit. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was having issues which were unspecified. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was having issues which were unspecified. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was having issues which were unspecified. No patient harm, serious injury or adverse event was reported. A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse identified intermittent ECG signal and replaced the replaced ECG trunk cable (0012-00-1812-01) which corrected the issue. Pm was performed during the same service visit. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.